Event description:
It was reported that during a device change out procedure, the ventricular lead exhibited noise. The lead was capped and replaced. No complications occurred during the procedure. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.